Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already cracked in half when it was removed from the packaging. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.